Event description:
The customer stated that she tested her blood glucose and received readings of 162 and 179 mg/dl. She took insulin based on the readings. About an hour later, the customer alleged that she was shaky and did not feel well. She retested her glucose and received a reading of 19 mg/dl. She drank a soda to raise her blood glucose and retested sometime later. When she retested, she received readings of 49, 120, and 464 mg/dl. The customer did not specify how much time elapsed between the readings. While gathering more info, it was discovered the customer had been storing her test strips outside the original container. The customer's meter is to be returned for eval. A new meter kit was sent to the customer.